Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI. Surgery to reposition the magnet was completed (date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on july 03, 2023.